Event description:
It was reported that patient presented in clinic for routine follow-up. Upon interrogation, it was found that patient's right ventricular (rv) lead exhibited loss of capture and loss of sensing. It was further noted from fluoroscopy that the rv lead was dislodged due to twiddlers. The lead was explanted and replaced. The patient was stable.